Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 3, with a fault ID of 0x2095. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. The customer was advised to put the malfunctioning pump into storage mode, return it within 10 days, and program their settings into the replacement pump. Connection of their continuous glucose monitor (cgm) to the new pump was also necessary. The pump was confirmed to be under warranty, and a replacement was sent without requiring a delivery signature.